Event description:
It was reported that an unknown issue occurred while devices were sitting on the counter waiting to be connected to a patient. There was patient involvement but no impact on patient.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.